Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Initial reporter telephone #:(B)(6). The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, calcification, and cyst.

Event description:
Healthcare professional reported for right side "rupture", "intermittent pain, light asymmetry; suggestion of periprosthetic capsular contracture baker grade iii", "calcification", "simple cysts". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, g4, h6.

Event description:
The device has been explanted.